Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's parent reported via phone call that his daughter had a low blood glucose and that 3 months ago, her blood glucose readings were all over the place. The customer's doctor took her off the pump and she went on manual injections. Caller stated that the results have been good and the doctor has been adjusting her basal rates to get her back on the pump. Customer still takes lantus at night. Customer has only been using the pump for the bolus. Customer's blood glucose is going lower when she uses the pump. Customer's current blood glucose was 134 mg/dl. Customer was not wearing the pump right now. Customer has been experiencing low blood glucose for 2 years. Customer had several alarms that were caused by the pump being stored without a battery for the past 2 months. Caller mentioned that the customer went into a coma with a blood glucose of 35 mg/dl. Caller stated that it left her brain damaged. Troubleshooting was performed and the caller was advised to monitor the pump.